Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited an increased threshold measurement with intermittent loss of capture (loc). Further review of the patient's data found that the rv threshold had been increasing over time. Low impedance measurements of 290 ohms were also observed. The patient was scheduled for an upgrade procedure, so the outputs were reprogrammed until the procedure. Approximately four weeks later the patient underwent a revision procedure where the pacemaker was explanted as planned and the rv lead was surgically abandoned. No additional adverse patient effects were reported.